Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock during an atrial fibrillation (af) with a rapid ventricular response episode. It was noted that the patient fell during the episode. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.